Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After trying different charging supplies, the pump began charging, and the customer was informed that tandem does not recommend using third-party charging supplies unless for troubleshooting. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping. There was no further assistance required.